Event description:
It was reported that the guidewire separated. An amplatz super stiff guidewire was selected for use in a biliary drainage procedure. An 8.5 french non-boston scientific drainage catheter for internal and external biliary drainage was used, equipped with a soft mandrin. After correctly positioning the drain, an issue arose while attempting to simultaneously pull out the soft mandrin and the amplatz super stiff guidewire. Resistance was encountered during removal, but the user continued to pull the mandrin and the guidewire out together. Upon extracting the mandrin and guidewire, it was observed that the soft mandrin had stretched during the removal process. Ultimately, a portion of the mandrin was left inside the drainage catheter, and the amplatz super stiff guidewire had disintegrated, separating into two pieces but remaining connected at the midpoint. Both devices were successfully retrieved from the drain. The procedure was not completed due to this event. No patient complications were reported, and the patient's condition was stable following the procedure.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. It was observed that the coil wire was unraveled. The core wire was found detached and separated from the distal tip to the transition point. The guidewire was also kinked and stretched at the distal section. The reported separation was confirmed.

Event description:
It was reported that the guidewire separated. An amplatz super stiff guidewire was selected for use in a biliary drainage procedure. An 8.5 french non-boston scientific drainage catheter for internal and external biliary drainage was used, equipped with a soft mandrin. After correctly positioning the drain, an issue arose while attempting to simultaneously pull out the soft mandrin and the amplatz super stiff guidewire. Resistance was encountered during removal, but the user continued to pull the mandrin and the guidewire out together. Upon extracting the mandrin and guidewire, it was observed that the soft mandrin had stretched during the removal process. Ultimately, a portion of the mandrin was left inside the drainage catheter, and the amplatz super stiff guidewire had disintegrated, separating into two pieces but remaining connected at the midpoint. Both devices were successfully retrieved from the drain. The procedure was not completed due to this event. No patient complications were reported, and the patient's condition was stable following the procedure.